Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor position encoder error alarm and motor error alarm. Customer's blood glucose level was 185 mg/dl. Customer reported that the drive support cap appears normal and the insulin pump has been not exposed to high magnetic field. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.